Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed with naked eye and magnification and it was noted that the tubing was separated from the dark blue connector and the dark blue connector was damaged. Functional testing performed included leak testing and clear passage test. Leak testing and clear testing were performed with no issues. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the transfer set was being disconnected, the tube was pulled with the clamp. The transfer set was in use for four months at the time of the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.